Event description:
According to the reporter: the instrument and sulu broke when applied. No pieces fell into the abdomen. No staple came out to staple the section of the inferior pulmonary vein. Surgery time was extended by approximately 45 minutes. Blood loss was reported as 600ml. The surgeon clamped the vein and resected. The incision was extended beyond 2.54cm, due to this problem.